Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -15.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault was observed and the lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).